Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was not confirmed. The reported needle had slipped out of the device [unintended motion] was confirmed as suture retrieval issue needle to cuff miss. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, a proxy 0.038inch guide wire was backloaded through the sheath without resistance noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to advance the guide wire, include, but not limited to, patient anatomical conditions (occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). Based on information reviewed, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the suture retrieval issue and the reported needle had slipped out of the device [unintended motion]. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after a percutaneous coronary intervention procedure using an 8f sheath. Reportedly, there was significant resistance advancing the device along the guide wire. The device was removed and it was noted that a suture break occurred, and the needle had slipped out of the device [unintended motion]. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.